Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psu). The system was verified and ready for use.

Event description:
It was reported that prior to the start and prior to ports placement of a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer experienced repeated 32100 faults on universal surgical manipulator (usm) 4. The site had attempted a power cycle before contacting intuitive surgical, inc. (Isi) technical support engineer (tse) but did not perform a hard cycle. The tse instructed the customer to perform a hard cycle on the patient side cart (psc) and power back up, but the error returned. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psu) for failure analysis investigation. The unit was analyzed and in logs, error 32100 was found indicating ac hardware current/voltage monitoring error reported by the acu (axes controller setup) on suj (set up joint) proximal pointing to the vertical brake thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered the same error thus replicating the reported event. The unit was then installed on a patient side cart test platform (pftp) where the vertical brake failed to unlock and then locked while exercising with log errors 3211 and 30, both indicating wheel communication errors. Installed golden a but it still failed.

Event description:
Refer to h11 for follow-up information.